Event description:
It was reported that the device telemetered battery voltage measurement was low but that there was no indication of elective replacement indication (eri). It was later determined that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.96 v. The device is part of the advisory for this model. (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device telemetered battery voltage measurement was low, but that there was no indication of elective replacement indication (eri). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed low telemetered battery voltage, on (B)(6) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.96 v. The device is part of the advisory for this model.